Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Blood was identified in the balloon which is indicative of a leak. The returned device was loaded onto a 0.035" mandrel and attached to an encore inflation unit. Positive pressure was applied and a pinhole leak was noted 13mm proximal of the proximal markerband. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 19-jul-2019. It was reported that crossing difficulties were encountered. The target lesion was located in the iliac artery. A 10.0 x 40, 75cm mustang balloon catheter was selected for use. However, during procedure, the device failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient was good. However, returned device analysis revealed balloon pinhole.